Manufacturer narrative:
Unknown when the devices backed out; it was detected on (B)(6) 2015. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient with cervical spine forward degeneration had been treated at c6-c7 region with a cervical spine locking plate system (small stature) on (B)(6) 2006. On (B)(6) 2015, the reported implants were detected as back-out. Simultaneously the patient was partially injured esophagus according to the surgeon. A follow up procedure was performed on an unknown date to remove the implants. This is report 6 of 9 for (B)(4).